Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient does not have another appt until next month but did get x-rays taken. She will follow up with rep in 2 weeks. Programmed around high impedances. Provider has ordered a x-ray to determine if the leads are still connected to battery. It has not resolved at this time. Patient will get x-ray done and if leads are disconnected the provider will surgically intervene to put leads back into the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that she discovered an impedance issue with the pt's system today. Caller states she did impedance test but did not check anything besides reference 0 (which showed all contacts >40k ohms). Caller then looked at connectivity check and confirmed 0-7 all red. Caller went into impedance test screen and noted it appears all contacts on the 0-7 lead are >40k ohms (they show a red x) but when referencing 8 9-15 showed around 16000 ohms and reference 9 showed contacts around 1000 ohms. Technical services reviewed programming on viable contacts, possible revision of 0-7 lead. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated cause was not determined. The rep reprogrammed around high impedances and the hcp has ordered a x-ray to determine if the leads were still connected to the battery. Issue not resolved at this time; patient will get an x-ray done and if leads are disconnected the hcp will surgically intervene to put lead back.